Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The examination of the device showed no defects. The device was given functional testing and the cuff could not be inflated. The review of the device hazard analysis indicated the device issue could have been caused by solvent application being performed incorrectly. However, the review of the manufacturing process confirmed this device type's inflation system leak mitigation's were all being followed appropriately. The cause of the issue was potentially identified as manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical trach was unable to be inflated at the cuff during a pre-use check. In addition, the shape of the inflated was different from usual. There was no patient injury.